Event description:
My tandem insulin pumps have not been working since I updated to control iq. I need to charge multiple times a day everyday; they will randomly completely discharge their battery. I have received multiple replacements. I think I'm on number six or seven in the last couple of months, not a single one of them has worked for more than a week or two. Every time that I call about the issue I get sent a refurbished pump. They refused to send me a new replacement even though my pump was almost brand new when I started having the issues. The most recent pump failure the pump won't even turn back on at all and it was again discharging the battery completely and unexpectedly. I have been sleeping with my pump plugged in to a cord. This is not sustainable and will not work when I'm traveling. Prior to control iq, my pump was able to hold a battery for a day or up to 3 days. Reference report# mw5177200, mw5177201, mw5177202, mw5177204, mw5177205.